Manufacturer narrative:
A complaint history check was performed for the lot number provided and this is the first complaint recorded for lot #0294664. A device history review was also performed and there were no abnormal conditions reported nor were there any quality notifications found. All process and final inspections complied with specification requirements. The customer returned one device (not actual incident device) from the identified lot and this, along with thirty (30) retain units, were evaluated. The reported condition was not duplicated. The results are in the evaluation summary. Regulatory compliance will continue to track and trend the reported condition. Eval summary: the customer returned one (1) sample for eval. To evaluate for defective locking of the safety shield, the sample was hand activated by rotating the safety shield backward. After the IV shield was removed, the safety shield was manually engaged by applying pressure to the thumb pad. The sample locked into position completely covering the needle without incident of shield breakage or fall off. Thirty (30) retention samples from the identified lot # 0294664 were evaluated for defective locking of the safety shield. Each sample was hand activated by rotating the safety shield backward. After the IV shield was removed, the safety shield was manually engaged by applying pressure to the thumb pad. Each sample locked into position completely covering the needle. There were no incidents of shield breakage or fall off. The reported condition was not observed for any of the thirty-one (31) devices that were evaluated. Unable to confirm that the reported condition was due to the mfg process. Will continue to monitor.

Event description:
The customer reported that a phlebotomist was activating the pink safety shield when it came off and resulted in a needle stick (to the user). The phlebotomist went to the emergency department and was given a tetanus shot.